Event description:
Same case as MDR ID#: 2134265-2013-04807, 2134265-2013-04808. It was reported that during preparation for an angioplasty procedure, automatic pullback failure occurred. Access was obtained via femoral artery. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The motordrive unit did not perform auto pullback during preparation. Imaging of the vessel was completed with this motordrive unit using manual pullback. No complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause was unable to be determined. (B)(4).